Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five events were reported for this quarter. Four devices were received. The reported event was not duplicated during testing for 2 devices; however, the devices were outside specifications. One device was found to be affected by corrosion. One device was found to be affected by a worn component. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. One device evaluation is in progress. One device was available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, in which the device overheated. Four reported events had patient involvement; no patient impact. One reported event had no patient involvement with no patient impact.

Event description:
This report summarizes 5 malfunction events, in which the device overheated. 2 reported events had no patient involvement with no patient impact. 2 reported events had patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: 2 previously reported events are included in this follow-up record.   Product return status: 1 device was received for evaluation. 1 device was reported as not available to stryker for evaluation. Evaluation status: 1 reported event was not confirmed during testing; however, the device was found to be affected by worn components.   Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.